Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h4; h6; h10. Visual examination of the provided pictures identified the explanted liner and dual mobility component with the head still assembled. The components can be seen covered in biodebris and a black discoloration and debris is noted all over the outer surface and inner edges of the dual mobility poly and inner and outer surface of the liner. No further observations could be made using the images alone. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided. Review identified the following: patient had an initial left tha 20 years prior. The patient was revised and lab results show chromium and cobalt levels were elevated. The patient was revised again due to elevated ions. During the revision significant metallosis debris was noted and severe metallosis noted behind dual mobility liner, this was explanted and femoral head was also removed. Femoral components were well fixed. Liner was placed and range of motion was stable, no other complications noted. During clinic visit, patient mentioned they lost hearing preoperatively due to high levels of metal and currently is using hearing aids, but notes little improvement. X-rays show well fixed and well positioned prosthesis. During post-revision clinic visit, cobalt and chromium levels observed to be decreased and x-rays showed well fixed prosthesis. A definitive root cause cannot be determined. However, it was also identified that zimmer biomet acetabular devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. Please note, per the IFU, it states not to use these products for other than labelled indications. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: part #: 30153605, item name g7 vit e +5mm lnr 36mm e lot #: 65462263. Part #: unknown, item name: unknown competitor head lot # unknown. Part #: unknown, item name: unknown competitor stem lot # unknown. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to metallosis. The patient's had a competitor head and stem implanted with zimmer biomet's cup and liner. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1; b5-7; g2; g3; h2; h6; h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately seven months post-implantation, the patient underwent a left hip revision due to elevated metal ions and has suffered hearing loss. During the revision, significant metal debris was noted and severe metal debris behind the liner. The liner, bearing, and competitor head were revised without complication. Post-revision, the patient underwent outpatient chelation therapy and inpatient hospitalization for hyperbaric treatments to reduce nearing loss associated with the metal pathology. Patient has shown some improvements in hearing, and metal ion concentrations have decreased. Patient will continue toxicology monitoring and treatments. Attempts have been made and no further information has been provided.

Event description:
It was reported that approximately seven months post-implantation, the patient underwent a left hip revision due to elevated metal ions and has suffered hearing loss. During the revision, significant metal debris was noted and severe metal debris behind the liner. The liner, bearing, and competitor head were revised without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: a1-5; b5-7; d1; d2; d4; d6a; d8; d10; e1; g3; g4; h2; h6. The following sections were corrected: d5; d6b item was not explanted; h4 mfgr date is unknown. D10: unk stryker head and stem; cat: 110031011 lot: 66664092 bearing. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.